Event description:
As reported, the patient underwent an initial total knee arthroplasty approximately 1 year and 2 months ago. Subsequently the patient is experiencing pain that digs into their knee when walking, sitting, getting up, climbing stairs, etc. The patient has had numerous tests, has seen a second doctor, and now, after 15 months of pain, they have proposed the patient undergo a revision. The patient is pending a leukocyte bone scintigraphy test. Not recovered/major disability.